Manufacturer narrative:
It was provided that the patient was born in (B)(6). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys (B)(6) results for 2 patient samples tested on a cobas 8000 e 602 module compared to a siemens analyzer. Patient 1 initial (B)(6). The siemens (B)(6). On (B)(6) 2018 patient 2 had an initial (B)(6). The siemen (B)(6). On (B)(6) 2018, the sample was repeated on the initial cobas e602 with result of (B)(6), and on another cobas analyzer with a result of (B)(6). Patient 2 is a female that was born in (B)(6). The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The anti-hcv reagent lot was used for patient 1 was 267245 with an expiration date of mar-2018. The anti-hcv reagent lot was used for patient 2 was 283259 with an expiration date of may-2018. Further investigation stated that based on the calibration and qc data provided a general reagent issue can be excluded.

Manufacturer narrative:
Lot no and expiration date reflect lot of reagent used for patient 1. Patient 2 results were from reagent lot number was 283259 with an expiration date of 31-may-2018. (B)(4). The cobas e602 serial number was (B)(4). The sample container that was provided for further investigation was empty. Since there no patient sample available for further investigation a definitive root cause was unable to be determined.